Event description:
It was reported that a patient was feeling intermittent stimulation. It was stated that cycling was not on. It was reported that the intermittent stimulation was felt at random times in many positions. It was reported that impedances were within normal range (700-900 ohms) with no repeating values. It was noted that the patient was running programs with adaptive stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).